Manufacturer narrative:
Name and address- phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of a post-partum hemorrhage following a vaginal delivery, a bakri tamponade balloon catheter leaked from the drainage port. The device was placed and inflated with 200 milliliters of saline. Approximately 1 to 2 hours after placement, water was noted in the blood filled drainage bag. Upon confirming the patient's bleeding had stopped, the user removed the device and noted the balloon had deflated. The balloon was tested by injecting saline and the saline leaked out the drainage port. Approximately 160 to 180 milliliters of blood was lost after placing the device. It is unknown how much was lost prior to placement. The patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary : as reported, during treatment of a post-partum hemorrhage following a vaginal delivery, a bakri tamponade balloon catheter leaked from the drainage port. The device was placed and inflated with 200 milliliters of saline. Approximately 1 to 2 hours after placement, water was noted in the blood-filled drainage bag. Upon confirming the patient's bleeding had stopped, the user removed the device and noted the balloon had deflated. The balloon was tested by injecting saline and the saline leaked out the drainage port. Approximately 160 to 180 milliliters of blood were lost after placing the device. It is unknown how much was lost prior to placement. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation : reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test were conducted during the investigation. The device was returned for investigation. During functional testing, the lumen appeared to leak into the drainage port. A dye test was performed to identify where leak was located. When dye testing with the drainage port and fill tubing at the intended angle, no leaking could be seen. When the fill tubing was pulled back away from the drainage port, the leak could be seen under magnification where the lumen was stretched and compromised due to the unintended stress on the tubing. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.